Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the synframe insulated table clamp (p/n: 387.346, lot #: 3148034) was returned and received at us cq. Upon visual inspection, the holding clip component was observed to be jammed. The distal threads were not visible to examine but could have been damaged which could have caused the jammed condition, so the overall complaint condition was confirmed. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition was confirmed for the synframe insulated table clamp (p/n: 387.346, lot #: 3148034) as the holding clip was jammed which could be due to internal threads damage. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 387.346, lot: 3148034, manufacturing site: (B)(4), release to warehouse date: 24. July 2009, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection of the equipment, it was found that threaded portion of screw shank to a nut is stuck and threads are damaged. There was no patient or procedure involvement. During manufacturer's investigation of the returned device it was observed that the holding clip component was jammed. This report is for 1 synframe insulated table clamp. This is report 1 of 1 for complaint (B)(4).